Event description:
No harm to the patient. Unaware of the rate of the infusion. Antibiotic was set up to infuse with the secondary IV tubing, the primary IV infusion was normal saline and hanging below the antibiotic. When the initiation of the IV antibiotic infusion was started it began infusing but was pulling from the saline bag instead of the IV antibiotic. Review of the IV antibiotic set up was correct secondary IV (antibiotic) was above the saline, unclamped and correctly primed but was not infusing. The IV pump channel was changed out, with the same issue pulling form the main IV solution normal saline, it was noted the secondary line would run intermittently, then the main IV would take over. We concluded it was the tubing issue, as has happened on other occasions.